Event description:
It was reported that the patient came in to the clinic for a routine check when it was discovered that the right ventricular lead fractured. Oversensing and out of range impedance were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.